Event description:
During a pvi pfa procedure, an air leak from the valve was noted. The sheath was inserted into the left atrium and the volt pfa catheter was inserted into the sheath 10cm. While aspirating blood, air was observed coming from the valve to the side irrigation port. It was thought that the valve was damaged. The sheath was replaced which resolved the issue. The procedure was completed with no adverse patient consequences.